Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 6000 mcg/ml (dose 2931 mcg/day) via an implanted pump. The patient's medical history was not reported. On (B)(6) 2015, the patient experienced over dose type symptoms including a suspected seizure, rapid breathing, and a decrease in tone. A refill was done on (B)(6) 2015 and they wanted to calculate how long it would take for drug to reach the patient. It was calculated 17 hours at the programmed rate. The change in symptoms/therapy was sudden. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
A company representative reported that as per a physician the patient had cerebral palsy (cp). The hcp thought the patient was suspected to have had a stroke. They tried to lower the patient's dose but their spasticity increased so the dose was increased back to where it had been. It was further reported that the physician had met the patient at the hospital and the pump volumes were checked. The volumes were described as having lined up perfectly with what was expected to be in the pump. On (B)(6) 2015, an hcp reported that the patient's previous pump was at its seven year battery life in (B)(6) of 2015; the pump was replaced previously for normal end of life (eol). The hcp had last seen the patient on (B)(6) 2015 and there was nothing unusual about the refill or visit. The hcp did not record the drug lot number of compounded baclofen. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested to determine the cause of the event. Information was received from a company representative who confirmed with the treating and following physicians that the patient's issue was not suspected to be related to the pump. The volume in the pump reservoir was checked on the night of the event, and the volumes were exactly as the 8840 stated they should be. The patient had no further issues and additional testing had been performed to help confirm the theory of the stroke or neurological issue, but all of the testing had not been completed to date. Both doctors emphasized that they did not suspect the pump to be involved at all.